Event description:
During a laparoscopic hernia repair procedure, the staples did not form properly. The surgeon applied another device without pt injury.

Manufacturer narrative:
10/2/1998- supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6. We could not reliably determine the exact cause of the difficulty experienced as the clinical device was inadvertently discarded.